Event description:
It was reported that while removing the femoral head during a total hip procedure the blade broke at the mount. It was also reported that there was no patient injury and there was no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The blade and broken pieces subject to this investigation were returned for evaluation. It was visually confirmed that the blade broke along the shaft, close to the mount. The returned blade was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined. There are 2 possible lot numbers associated with the event, lot 11231017 is listed in the report, and the second lot number is 11259017. The expiry date for lot 11259017 is 01-sep-2016. The handpiece associated with this MDR is as follows: part number: (B)(4), serial number (B)(4).